Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on the initial report.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on follow-up report #2.

Event description:
It was reported by a patient that she still has to take medications and still has seizures, maybe even more frequently. She states she recovers much more quickly afterwards which is important to her. Additional relevant information has not been received to-date.